Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd microtainer® tubes with k2e (k2edta) experienced erroneous results. The following information was provided by the initial reporter: translated to english. The customer stated "micro tubes are showing inconsistency. The batch has been showing a constant discrepancy in relation to platelets and, thus, causing constant recollections for confirmation. We did not find direct interference such as: clot presence, fibrin, platelet aggregation, etc.

Event description:
It was reported the bd microtainer® tubes with k2e (k2edta) experienced erroneous results. The following information was provided by the initial reporter: translated to english. The customer stated "micro tubes are showing inconsistency. The batch has been showing a constant discrepancy in relation to platelets and, thus, causing constant recollections for confirmation. We did not find direct interference such as: clot presence, fibrin, platelet aggregation, etc.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 4 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the customer lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of customer and control samples indicated that edta mbt tubes performed as expected. In addition, 50 retention samples were tested for visual presence of additive with acceptable results. Following visual inspection, 15 samples were tested for the quantity of the edta additive that is present in the tube and all samples were within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to erroneous results. Bd was not able to identify a root cause for the indicated failure mode.